Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding on lcd glass. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was dropped during a set change and the screen is cracked. The customer's blood glucose level at the time of incident was 143mg/dl. The customer states the screen is missing image segments. The customer was advised to discontinue use of the device. The pump is being replaced and returned for analysis.